Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor would not power up. When the monitor was opened up it was found that the pca had many parts burnt off of it. Also the defibrillator pca had some burned traces. The cause of this damage cannot be determined as this is a rare catastrophic failure. The monitor will be reconditioned and made a demonstration unit. No adverse event resulted from the faulty monitor. The last patient to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that the monitor would not power up. The last patient to use this monitor did not report any problems with it.